Event description:
Pt had sharp, reverse tapered neck; measure 20-26 mm over 2 1/2 cm. In 2008, pt implant of a 25-16-120bl bifurcated device and a 28-28-95rl suprarenal proximal extension. Pt developed a proximal type I endoleak. In 2009, the tp was treated with an add'l 28-28-75l proximal extension with good results.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Unk if pt anatomy met all criteria for indications for use. No conclusion can be drawn at this time.